Manufacturer narrative:
The investigation for access site bleeding has been completed. The pump was not returned and clinical information provided said that replacing the hemostasis suture resolved the bleeding. Therefore, the root cause of the access site bleeding issue was most likely use related to improper technique.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were investigated. The 5s parameters were all found to be in spec. The placement signal not reliable (psnr) alarm was observed in the logs. Without the product back, the cause of the alarm cannot be confirmed. Therefore, the root cause of the optical signal issue was not determined since product was not returned for investigation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include placement signal issue description. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-13727. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant also reported that the placement signal not reliable alarm occurred on the impella rp. Troubleshooting was initiated, and after some time, the alarm resolved. The placement signal remained on the automated impella controller with good flow.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella rp flex device for mechanical circulatory support and experienced access bleeding day of implant. After the peel away sheath was removed from impella rp flex, some bleeding from the access site was noted and small hematoma formed. The physician placed a new hemostasis suture and pressure was held. Hematoma expressed without issue. Additional information noted there was a discussion had with a family member who made the decision to proceed with do not resuscitate, continuing full measures otherwise. The patient expired two days after start of support. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿